Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported that sharp edges on the retainers are cutting their tongue and they are having difficulty swallowing. Patient did file the rough edges but didn't seem to help. Advised patient to smooth sharp edges on retainers and to reach back out if not successful. Advise patient not to trim retainers. Provided fit tips, warm water and salt rinses to help heal the raw gums. Patient advised to check back in to update if tips helped, if not the retainers will be re-kit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.